Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 400 mg/dl. Customer declined to troubleshoot their high blood glucose reading. Customer was ok to troubleshoot. Customer felt nausea. Customer is not calling back to perform an high pressure test. Customer also reported under delivery alarm. Customer believe the meter was not reading blood glucose accurately. The product will not be returning for analysis.